Event description:
It was reported that pressure rated ext set bonded ss 8.5 was clogged. The following information was provided by the initial reporter: "it was reported by customer that they unable to push fluids or anything through the extension set."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-16. H6: investigation summary: 7 samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they were unable to push fluids or anything through the extension set could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 22003e - 07 lot number 20119637 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance no device problem was found. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pressure rated ext set bonded ss 8.5 was clogged. The following information was provided by the initial reporter: "it was reported by customer that they unable to push fluids or anything through the extension set."